Event description:
It was reported by the surgeon to the intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a previous da vinci-assisted surgical procedure, the force bipolar forceps instrument was allegedly damaged or broken and the instrument jaws catches the tissue. No known impact or patient consequence was reported. Isi followed up with the site and obtained the following additional information regarding the reported event: the surgeon was unable to provide additional detail related to the procedure information as well as instrument usage when asked. No further information was provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.